Event description:
Outflow has some narrowing as well and his outflow velocities are higher with a slow and progressive decrement in lvad flows over time, failure of valve to close with speed increase, all supporting outflow issue - chronic clot in rotor/stator/bearing of hmiii lvad.